Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a very thick flap was created in the right eye of a patient. When surgeon made an optical coherence tomography and found that even though they scheduled a flap at a depth of one hundred ten microns the system made a one hundred ninety-one microns depth flap in the central area, which represents a difference of eighty-one microns with respect to the planned value measuring with optical coherence tomography post lasik surgery. This situation constitutes a complication for the patient, since the residual bed remained at two hundred forty-six microns, which can induce an iatrogenic ectasia, severely compromising the patient's vision.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).